Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous low accutnl results for three patients, which did not fit their clinical picture, generated by the access 2 immunoassay analyzer. The erroneous results were not reported out of the laboratory. The samples were repeated on an alternate unit and the results were above the acute myocardial infarction (ami) cutoff and within the risk stratification range. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples were in liheparin plasma tubes and centrifuged for 6 minutes at 5000 rpm. No system check issues or event error logs were associated with this event. A bci field service engineer (fse) performed system check and high sensitivity (hs) system check which failed. Fse replaced the sample pipettor and transducer and aligned the system fse performed hs system check which met specifications. Qc was performed and was within the customers established ranges. Although hardware issues were addressed, a clear root cause can not be determined for this event.